Event description:
During a dialysis treatment, the dialysis blood tubing became disconnected from the catheter. The pt "bled out, coded and later died at a local e.r.". Baxter healthcare was also notified. The event occurred approx 1 hour after dialysis was initiated. The pt was discovered unresponsive in dialysis recliner and a large pool of blood was under the chair. The venous bloodline from the dialysis machine was found disconnected from the lumen of the right internal jugular dialysis catheter.